Event description:
The customer reported, the contrast and brightness was not functioning, therefore, the exam could not be completed. No patient injury reported.

Manufacturer narrative:
Ge service representative performed an on site investigation. The esp control panel assy. Was replaced. The system was tested and found to be working as intended, and put back into service.